Event description:
During a routine shift check of the device by a clinician, "defib fault 80","discharge fault" and "batt high current" messages were observed on system power-up and would not reset. The complainant indicated that there was no patient involvement in the reported malfunction.